Event description:
It was reported that during the reprocessing of a da vinci surgical instrument, the staff reportedly observed an exposed, broken wire at the wrist of a double fenestrated grasper instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found both pitch down and up cable were frayed at the distal clevis hub. The broken cable segment that contained the crimp remained installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the instrument's main tube had exhibited epoxy coating discoloration, thus leaving a rough surface. Ther was no other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the pitch cable/main tube found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.